Manufacturer narrative:
H.6. Investigation summary: material #: 367740 lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood and cracked tube. The underfill event occurred 5 times. The cracked tubes event occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes did not draw enough volume of blood, and then the upper part of the tubes were found to be broken."

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood and cracked tube. The underfill event occurred 5 times. The cracked tubes event occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes did not draw enough volume of blood, and then the upper part of the tubes were found to be broken."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.